Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the device, with blood glucose reportedly exceeding 600 mg/dl for approximately eight hours. The user noted difficulty with insulin absorption at left-sided infusion sites, while right hip infusion sites performed adequately. The user administered a manual subcutaneous insulin injection and changed to a different infusion site using a 23-inch, 6 mm infusion set, after which glucose levels stabilized, and the device alerted for high glucose as designed. Symptoms included hyperglycemia. Outcomes included the need for a manual insulin correction and a temporary disruption of glycemic control, with no hospitalization or outside assistance required. The investigation included troubleshooting and education with the user. The investigation revealed no confirmed device malfunction, and the event was consistent with infusion site absorption issues or infusion set performance variability, while the device functioned as intended. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.